Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly and that the device could not be interrogated after only 6 months of being implanted. High atrial lead impedance was also reported.~~~~~~~